Manufacturer narrative:
The returned device was evaluated and a hole was discovered in the unexposed portion of the soft cannula. Fluid path testing showed that insulin was not able to pass out of the distal tip without first diverting through the hole. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17; checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the pod was leaking and the patient had high blood glucose levels. The patient's blood glucose reached 190mg/dl, when they noticed the leaking while wearing the pod on his abdomen for between 4 and 24 hours. The mother changed his pod and took her son to the emergency room. He was diagnosed with dehydration. The mother stated he was almost, but not quite, in diabetic ketoacidosis; he did not have ketones. Treatment included IV fluids and motrin. The patient's doctor had made recent settings changes the wednesday prior to this occurrence. The device was returned for evaluation.